Event description:
According to the initial rptr, the pt's bjork-shiley convexo-concave mitral valve was found to have had an outlet strut fracture after his body was exhumed and an autopsy was performed. Upon receipt of the valve at shiley, it was noted that the valve was missing the outlet strut.

Manufacturer narrative:
Device evaluation summary: the valve was examined with a light microscope at 20x magnification and a fractographic analysis was done. The fractographic analysis concluded that the right leg of the outlet strut failed first. Propagation was by fatigue for both the right and left outlet strut legs. There was 70% burnishing on the left outlet strut face. Crack origin was on the inflow side at the 6:00 position for both the left and right outlet strut legs. The root cause was due to fatigue at the initiation sites for both legs. Wear patterns, scratches, and instrument marks typical for clinically explanted valves were observed on the struts, the flange inner diameter, rims, and disc. The fractographic failure analysis indicated no anomalous attributes were found that might have been responsible for the outlet strut fracture.